Event description:
Report indicates rate change on pump; 12cc/hr with 78cc left in bag - switched to primary and infused at 60 cc/hr. Account reports no pt injury and is unaware of the solutions that were infusing. Although attempts were made to obtain add'l info from the reporting facility, details were not available regarding status, medical intervention, pt injury, age of pt, or medication involved.